Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error the night before and he took off the device. The blood glucose reading was 275mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.